Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws. On the next attempt, the second clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next clip. The next two clips, however, were unable to properly load. No clip was in the next position in the channel at this time. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented some of the clips from loading properly into the jaws of the device. Out of the 5 clips that were tested, only 2 clips were able to function properly. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that clips came out closed. The applier was replaced with a new unit.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800769 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips came out closed. The applier was replaced with a new unit.